Event description:
It was reported that the patient presented in the emergency room. Upon review it was noted that the implantable cardioverter defibrillator had inappropriately delivered therapy. No intervention was performed. The patient was discharged and was in stable condition.

Event description:
New information received noted that the patient presented to the emergency room after feeling the shock from the device. The patient experienced an emi (electromagnetic interference) event while taking a shower. The physician recommended that the patient take a bath in the future.